Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii iliac extension was intended to be implanted as part of the evar procedure for the endovascular treatment of a isolated iliac artery aneurysm . It was reported that during the procedure, the physician was about to insert the endurant delivery system into a non mdt 16fr sheath and it accidently hit the back end of the sheath. The graft cover got kinked and a hole occurred in the graft cover and the stent graft protruded out. The use of this stent graft was therefore abandoned. Per the physician the cause of the deformation was user error. No additional clinical sequelae were provided.

Manufacturer narrative:
Device product analysis device was received for analysis with the external slider in the home position. A tear was evident to the graft cover over the proximal stent graft, immediately distal to the stent stop. Stent graft material was observed protruding out through the tear site. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.